Event description:
As reported by the user facility: "resetting b-braun IV pump at 0600. Pump gave alarm error code, said to close roller clamp and turn pump off. Changed ivfs to another pump immediately. Infant's sa02 dropped to low to mid 60s within 5-10 minutes of incident. (Ivfs (tpn) were backing the infants pge drip). Sa02 recovered within 5-10 minutes to baseline of 77%." Please refer MFR report #9610825-2014-00113.